Manufacturer narrative:
Surgeon began seating the locking screw assembly into the patient and was able to seat the screw far enough to engage the anti back out mechanism found on the locking screw assembly. However, the surgeon continued to advance the screw at which time the tip of the straight driver sheared off. The procedure was competed as planned. Device history records indicate instruments were within specifications prior to being released for use.

Event description:
The tcs swivel driver tip sheared off inside the screw head at the point of contact with the hex drive feature. The tip of the driver was left inside the implant.